Event description:
Patient had a fall one week post op, did not feel any discomfort in neck but did receive abrasion on head. Patient consulted with surgeon. Screw head backed out 10% and locking mechanism dislodged. Cervical plate was removed and replacement cervical plate was inserted on (B)(6) 2022. FDA safety report ID#: (B)(4).